Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge would not slide all the way onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The user removed the o-ring and successfully loaded a cartridge. The user's blood glucose (bg) level was 400 mg/dl. The user addressed the bg level with a manual injection.